Manufacturer narrative:
Submitted to FDA on 5/2/2017. (B)(4).

Event description:
The consumer reported that they have seen 10-12 additional physicians. The consumer reports bilateral eye dryness, double vision, inflammation and pain. Per consumer, they were not on intraocular lowering drops prior to cataract and istent surgery and is currently on an iop lowering medication and prednisone. Additional information was requested from the physician who the consumer is currently seeing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Decreased vision, periorbital redness and pain are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
A consumer reports undergoing cataract surgery with implantation of an istent in her left on (B)(6) 2016. In (B)(6) 2016 the she reports experiencing severe left eye pain, redness and double vision. Per report, she was seen in the emergency department four times for similar issues throughout (B)(6) 2016. She is no longer seeing her istent surgeon for follow up care. She has seen multiple specialists and was told that her stent is not visible. She continues to have eye pain and redness. Additional information was requested from both her istent surgeon and her current physician. Her current physician returned the follow up questionnaire and stated that he does not evaluate istents.

Manufacturer narrative:
(B)(4).

Event description:
The patient contacted glaukos on (B)(6) 2017 and reported the following information. The patient's iop is well controlled and the inflammation has improved and is no longer on prednisolone drops. Per patient, the istent was not able to be visualized with a gonioscope at her current physician's office, so the patient made the decision to contact a new physician and is scheduled to see them on (B)(6) 2017. Glaukos contacted the patient on (B)(6) 2017 and the following information was reported. The patient stated that she obtained her medical documents from seven (7) different surgeons that she has seen, including the initial surgeon and discovered that the istent was never implanted to begin with. The patient stated that the chronic inflammation persists and a new eye drop was prescribed.